Event description:
Procedure type: oromaxillofacial. According to the reporter: the customer reports that following a mandibular reconstruction and a graft shreds, several clips were put on different arteries. Because of the defective clips, it was noticed an important haemorrhage post procedure at the level of brain. Consequences: brian haemorrhage, loss of shreds, important aesthetic consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).